Event description:
Caller reported that during use prior, to take x-ray image, a nurse discovered the device was about to be detached and fixed to the pt firmly. Upon x-ray imaging a voice of pt was heard and he confirmed a kink of the tube. Caller reported no pt harm and confirmed pre-test was done. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is expected to be returned but has yet to be received at the mfg site for analysis.